Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Approximately four (4) years post implant, a small leak was observed. The patient was placed back on blood thinning medication.

Manufacturer narrative:
B3: event date estimated as patient reported event discovered in 2023.d6a: implant date estimated as patient reported implant procedure was in 2019.